Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing. No patient involved.

Event description:
No status indicator flashing. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 21st november 2012. Upon receipt the device status indicator was failing to illuminate in standby mode, which would confirm the reported fault. This was attributed to a current leakage from track 5, which powers the status leds, to other tracks on the membrane. The faults could not be replicated with a new membrane fitted. This would confirm the failure of the returned membrane. The corrosion observed within the membrane would suggest the device had been stored outside of the recommended conditions and had likely contributed to the failure of the membrane, although this could not be verified by other means i.e. No corrosion was observed on the screws or usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.